Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the right ventricular (rv) lead had dislodged. It was noted that the lead had little slack during placement. It was also noted that the rv lead had intermittent atrial capture. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.